Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjusted the camera focus and kv tracking. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that during qa testing of the 9600 sys the image qual was not as good as expected. There was no report of pt injury.